Manufacturer narrative:
An investigation has been initiated. Currently waiting for the sample to be returned for evaluation.

Event description:
Hospital reports the 4f PICC was noted to be fractured and leaking at the base of the white lumen.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation (lost in transit). No photos were provided. Attempts to obtain additional information about the device and event and to have the sample returned for evaluation were unsuccessful. A review of the manufacturing records was not possible as the lot number was not provided. The device was implanted for 3 months prior to the incident. The report indicated the "line believed to be a medcomp 4fr dl vascu-PICC". Without sufficient information and an evaluation of the device we are unable confirm a medcomp device was involved or to determine the exact cause of the reported failure.